Event description:
It was reported that during follow up, externalized conductors were observed under fluoroscopy. All electrical parameters were good and stable. Lead replacement is planned. Patient condition was good.